Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient states that the scs system does not provide enough pain relief. It was very helpful when first implanted, but the pain relief has dwindled over the years. Patient says she does not remember to charge and that charging is cumbersome. Patient wants to have scs system explanted, and a pain pump implanted. The manufacturer representative tried to interrogate device to reprogram it on (B)(6) 2018 and the device was overdischarged. Patient said it hasn¿t been charged in a year. Patient also stated device has been overdischarged 3 separate times. The patient has an appointment with their healthcare provider in (B)(6) 2018 to discuss explant and pain pump implant. No further complications were reported/anticipated.